Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, image defect and cable flooding were noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the image with the hd camera head blacked out. There was no harm or user injury reported due to the event.

Event description:
Additional information was received from the initial reporter which confirmed the loss of image was discovered during the middle of a therapeutic t-cell receptor (tcr) procedure. The procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b3, b5, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found the cable switch was damaged and there were cracks in the in the main body of the camera head. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image was not displayed because of a faulty cable and faulty imaging due to internal water leakage. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.